Event description:
Hcp reported the patient was in for a refill in 2002. After instilling 18ccs of demerol, the patient complained of feeling the medication go through the body right away-"feeling woozy". The doctor feels there is a leak in the pump and the patient is scheduled for replacement in 2002. A follow up report will be sent when additional information is received.